Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred while the school nurse was changing the cartridge. Reportedly, the school nurse filled the cartridge with 500 units of insulin. There was no impact to the customer's blood glucose level. The contact was able to load a cartridge successfully.